Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier was not able to hold the clip and clipping was difficult. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities, this instrument was produced at the (B)(4) facility in july of 2015 as part of a (B)(4) pc. Lot. The returned instrument was evaluated and found that the jaws are loose and misaligned to each other in the closed position as stated in the complaint thus we are able to validate the alleged complaint. During the evaluation it was noticed that one of the jaws was damaged at the tip and the pivot pin was slightly recessed/popped on one side of the tube assembly and there was an excessive gap in the tube assembly and the jaw pivot area thus allowing the jaws to be loose to each other and misaligned in the closed position. No corrective action required at this time. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and/or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. At this time it is undetermined as to how the jaws became loose and other remarks: misaligned to each other but mishandling at the customer facility is suspected. No corrective action required at this time.

Event description:
The applier was not able to hold the clip and clipping was difficult. No clips fell into the patient. The patient's condition was reported as fine.